Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. No frozen screen noted. Analysis was unable to perform displacement, basic occlusion, occlusion, prime, no delivery test due to button error alarm. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 239 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.